Manufacturer narrative:
The customer contacted the siemens customer care center (ccc). The customer provided quality control (qc) data for both dimension vista instrument, prior to and after the discordant results were obtained, and all resulted were within range. A siemens customer service engineer (cse) was dispatched to the customer site. The cse auto-aligned the integrated multisensor technology (imt) and aliquot probe. The cse ran quick check 1 on the aliquot and imt three times, all of which passed. The cse then ran a quick check, which passed. Qc's were run, resulting within range. A siemens headquarters support center (hsc) specialist reviewed the instrument data and determined that an aliquot rinse cycle was missed after a false transition error. The instrument data showed that the sample aliquot timing was outside of specifications for the dimension vista software aliquot timing. Siemens healthcare diagnostics is investigating the issue.

Event description:
Discordant, falsely elevated blood urea nitrogen (bun), creatinine (crea) and potassium (k) results were obtained on one patient sample on a dimension vista 500 instrument. The discordant results were reported to the physician(s), who questioned them. The sample was repeated multiple times on the same instrument and once on an alternate dimension vista instrument, resulting lower than the initial results. The patient was redrawn and the new sample was tested on the original instrument, resulting lower than the initial results and matching the repeat results. The corrected results obtained from the redraw sample were reported to the physician(s). There are no reports of patient intervention or adverse health consequences due to the discordant, falsely elevated bun, k and crea results.

Manufacturer narrative:
Additional information (03/21/2016): siemens healthcare diagnostics has confirmed a software defect which, in a very specific set of circumstances, results in the dimension vista system omitting an aliquot probe rinse between sample aspirations when processing tubes in sample racks that are front loaded on the dimension vista system. Urgent medical device correction (umdc) vsw16-01.a.us was sent to customers in the united states in march 2016 and corresponding urgent field safety notice (ufsn #vsw16-01.a.ous) to all outside us dimension vista customers. The umdc and ufsn are entitled "dimension vista system may not perform aliquot probe rinse." The umdc and ufsn describe the software defect, what samples are not impacted, the risk to health, and actions to be taken by the customer to minimize or eliminate the impact of the software defect.